Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was 594 mg/dl. Customer had not addressed their bg at the time of troubleshooting. The customer will continue to use current pump for insulin delivery.